Event description:
Fluoptics fluobeam® lx used for endocrine surgery. Camera created a hole in or drapes with infrared light. No information in the instructions or manual about potential for infrared light to burn through drapes quickly resulting in a potential break in sterility. Only information related to not pointing the light into eyes. No patient or caregiver harm resulted from or drape burn.